Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing, leading to inappropriate atrial tachycardia response (atr) episodes. Which was caused by electromagnetic interference (emi). It was confirmed that this product is working as intended. Currently, this product remains in service and no adverse patient effects were reported.